Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and there were missing data points on the cgm graph. Tandem technical support instructed the customer on how to reset the pump to clear the cgm error and resetting the graph. There was no reported adverse impact to the customer. Upon follow up, customer reported to have successfully started a new cgm session.